Event description:
My obgyn dr (B)(6) used hydrothermal ablation by boston scientific during my procedure. The device made a hole in my uterus as well as my small intestines and I had to have emergency surgery where 6 inches were taken out my intestines and repaired. I spent 2 weeks in the hospital.